Event description:
A generator was explanted and returned for product analysis. Product analysis was completed and high impedance was noted in the downloaded data. It was unknown whether the high impedance was seen pre-explant or post-explant as the explant date was unknown. No additional relevant information has been received to date.

Event description:
Additional information was received indicating the explant date. The high impedance was noted after explant. The impedance value before explant was 1671 ohms and within normal limits.